Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that surgeon advanced ideal suture shuttle down through working portal and then through the tissue. He then advanced the chia kite out of the needle tip. He then grasped the chia kite with a grasper and pulled chia kite out of cannula. At this point the chia kite split open. The complaint device was received and evaluated. On visual inspection, it was observed that the device has no anomalies on the handle and shaft, however, the nitinol flex wire tip is split open due to a metal breakage. A manufacturing record evaluation was performed for the finished device 21d16 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the issue reported can be attributed to the manipulation of the nitinol flex wire with the grasper, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d4: the expiration date has been updated to reflect the correct information. Therefore, UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the ideal suture shuttle 45 degrees left device split open as it was grasped with the grasper and pulled out of the cannula while working through the tissue. There were no adverse patient consequences but with an unspecified minor surgical delay reported. No additional information was provided.